Event description:
It was reported that the patient presented to the emergency room. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited far-field r-wave oversensing. A chest x-ray revealed that the ra lead had dislodged. The ra lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.